Event description:
Customer advised sales rep that tip of the needle broke off while closing the fascia. Needle tip was not located. Surgeon opines that there would be no complication expected if the needle tip is retained by pt.